Manufacturer narrative:
It was reported that "8mm control syringe backing off the manifold" and "syringe won't tighten as usual and backs off on its own." According to the facility contact, repeated tightening of the syringe was required to maintain patency. There were "no issues/harm" reported to the individual or user. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "8mm control syringe backing off the manifold" and "syringe won't tighten as usual and backs off on its own."